Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the complete lead was returned in two segments, severed at 8mm from the terminal pin. The terminal pin showed a setscrew mark in an incorrect location, confirming the reported observation that the terminal pin was under-inserted into the device header at the original implant procedure. The suture sleeve appeared normal, with no sign of damage or defect. Electrical testing and x-ray analysis confirmed the lead segments were not fractured. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that after this right ventricular (rv) lead was implanted and the device pocket was closed, high, out-of-range pacing impedance measurements of greater than 3,000 ohms were observed. The pocket was reopened and it was noted the lead's terminal pin was not fully inserted into the device header. The lead was reconnected and normal impedance measurements were obtained. Two days later, loss of capture (loc) was observed and x-rays showed the lead was dislodged. A lead revision was performed three days later and this lead was explanted and replaced. The physician considered that the suture sleeve of the dislodged lead had not been fixed enough. The explanted lead was to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that after this right ventricular (rv) lead was implanted and the device pocket was closed, high, out-of-range pacing impedance measurements of greater than 3,000 ohms were observed. The pocket was reopened and it was noted the lead's terminal pin was not fully inserted into the device header. The lead was reconnected and normal impedance measurements were obtained. Two days later, loss of capture (loc) was observed and x-rays showed the lead was dislodged. A lead revision was performed three days later and this lead was explanted and replaced. The physician considered that the suture sleeve of the dislodged lead had not been fixed enough. The explanted lead was to be returned for analysis. No adverse patient effects were reported.